Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The reported problem was due to water damage and contamination throughout the pneumatic block due to user error. The pneumatic block was replaced to address the reported problem. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.